Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced a post-operative wound infection on their right chest. The signs/symptoms included redness and an open wound with the device visible. The diagnostic methods included an examination on (B)(6) 2016. The etiology was stated to be related to the device/therapy and related to the implant procedure; the incisional site/device tract/implantable neurostimulator (ins) pocket was noted. The seriousness of the event was noted as resulting in a life-threatening illness or injury, requiring in-patient or prolonged hospitalization, and resulting in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The actions/interventions included explanting/replacing the implantable neurostimulator (ins) on (B)(6) 2016; the event was resolved without sequelae on (B)(6) 2017. Follow-up is being conducted to obtain clarification on the resolution date.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that it as unknown if the implantable neurostimulator (ins) will be returned for analysis. It was also clarified that the device was explanted/replaced on (B)(6) 2016; the event was resolved on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.